Manufacturer narrative:
Concomitant medical products: c4tr01 ipg implanted:6 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.

Event description:
It was further reported that the physician had held off on the epicardial lead placement until the patient could be observed with a pacing right ventricular (rv) lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead dislodged four days after the initial implant. An attempt was made to replace the lead with a different model; however, the replacement lead could not pass through the patient's tortuous vein. The original lv lead was subsequently repositioned and secured in place with additional slack in the right atrium. The lead remains in use and no patient complications have been reported as a result of this event.